Event description:
Upon using the da vinci endowrist one suction irrigator the tip broke/bent. No pieces broke off into the patient. Patient remained stable and was transported to recovery after the procedure. Taken to sterile processing department (spd).